Event description:
Upon placing an lma into the patient, crna (certified registered nurse anesthetist) noted a fragment of plastic on the patient's tongue. Once airway was secured, crna then went to retrieve the piece of plastic which was no longer in the mouth. This eventually led to the patient being intubated, the use of bronchoscopy, (and a thoracic surgeon), repeated oral and nasopharyngeal suctioning and manipulation, the use of magill forceps, etc. The piece was eventually found under scope visualization by the thoracic surgeon in the oropharynx.